Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with insulin. Blood glucose was not impacted. The syringe was removed from the cartridge and upon reinserting it, the cartridge was filled.